Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the skin irritation. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient went to their health care practitioner (hcp) and was diagnosed with a skin irritation. For treatment, the patient was prescribed amoxicillin and hibiclens. The pod was worn longer than 48 hours on the arm.